Event description:
It was reported that during a coronary stent procedure, the balloon ruptured and the stent was only partially deployed. A second balloon catheter was used to fully deploy the stent. A dissection was noted and it is unknown how the dissection was repaired. Pt status is listed as "okay".